Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation found the returned device was partially deployed. The complete suture was returned unbroken and had been pulled distally out of the device. Based on the complete suture being returned unbroken and intact (whole); the reported suture break cannot be confirmed. The posterior cuff was found to be captured and attached to the needle tip. The anterior cuff was out of the foot pocket and had not been captured as evidenced by with its cuff tabs being intact. Based on these findings an anterior to needle tip cuff miss occurred in this case. During testing a proxy plunger was inserted and the needle trajectory, was acceptable. No needle strike marks were detected at the anterior foot pocket this indicates the needle was deflected away from the pocket during deployment. When the plunger was removed from the device, the suture would not be present. A cuff-miss can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and / or inadequate positioning of the foot against the arterial wall. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. Based on the investigation findings, the needle to cuff miss appears to be related to the operational context during use of the product. There does not appear to be any indications of a product quality problem. No manufacturing or quality inspection deficiency was detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was pulled for removal, the suture broke. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequela. Though requested, no additional information was provided.